Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within an undefined location. Multiple attempts were made by tandem technical support to resolve the issue; however, no response was received. There was no reported adverse impact. No additional information was provided.